Manufacturer narrative:
Cracked reservoir tube lip, severely scratched display window, severely scratched case, missing end cap sticker and damaged battery cap coin slot (p) noted during visual inspection. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) .

Event description:
It was reported that the insulin pump had physical damage. Customer stated screen cracked and battery compartment stripped. Customer's blood glucose was 216 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.